Event description:
Discordant low I-pth (rpt) results were obtained with one (1) pt sample run on immulite 2500. One replicate of the pt's intra-operative sample was tested initially. The sample was then re-tested in triplicate, and the repeat results were lower. The same sample was also tested for I-pth (ipt), and the result obtained agreed with the initial I-pth (rpt) result. The discordant low I-pth repeat results were not reported to the physician. The pt had surgery, and was tested post-operatively for I-pth (rpt) and I-pth (ipt). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unk. The instrument is performing within specifications. No further eval of the device is required.